Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm with low battery alert before. The alarm was not resolved during troubleshooting. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. However, unit received with corroded battery tube. No replace battery now alarms or unexpected low battery alarms noted during testing or in the pump trace download. Unit received with minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.